Event description:
It was reported, the patient experienced urinary frequency.

Event description:
It was reported the patient had a urinary tract infection and painful urination. It was noted the patient was prescribed cipro from (B)(6) 2010. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v465540, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).